Event description:
It was reported that an inflammatory mass was suspected. An MRI was being done to rule out a granuloma at the catheter tip. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n130027020, implanted: (B)(6) 2008, product type: catheter. (B)(4).